Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on 05/20/2025. According to the reporter, on approximately (B)(6) 2025, the patient experienced a skin reaction with burning, rash, redness, pimples and infection underneath the sensor pod area only. Photographs provided show visible erythema extending beyond the area of exposure, accompanied by a yellowish, transparent drainage from the wound. Multiple blisters of varying sizes were present, covering approximately half of the upper arm. The patient consulted a doctor and the reaction was treated with a prescription of an oral antibiotic (¿putiped lipid¿). No other details were documented. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.